Manufacturer narrative:
The exact date of death is unknown.

Event description:
Information was received from a medical examiner regarding a patient who was receiving an unknown drug at an unknown concentration/dose/frequency via an implantable pump for non-malignant pain. It was reported the patient passed away. The patient was last seen on (B)(6) 2016, but was found at home on (B)(6) 2016. The exact date of death was unknown. The cause of the patient's death was still being determined. The cause for the patient's death was unknown, but they did do a centrally obtained blood sample (due to decomposition). The toxicology reports showed blood level of hydrocodone 2685 ng/ml and hydromorphone 5.4 ng/ml. It was unknown if the patient's death was related to the device or therapy. An allegation was made against the device due to the high levels of opioid in the toxicology report. The healthcare provider (hcp) that was caring for the patient at the time of death was unknown. It was noted the patient passed away at home. An autopsy was being completed in terre haute, indiana. It was unknown if there were any events/procedures leading up to the patient's death. The patient's medical records and autopsy report were not available at the time of this report. The reporter had not spoken to the patient's hcp for the pump. The patient's medical history was unknown. Other medications the patient was taking at the time of the event was unknown besides what was found in the bloodstream. It was unknown if the patient experienced any symptoms related to the event. It was noted a manufacturing representative was going to interrogate the pump at the facility. The plan was then to give the manufacturing representative the pump to send back.

Manufacturer narrative:
Conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the 8637-40 found a crease in the pump tube near outlet. Analysis of the 8578 found sc connector coring/tears/cuts in seal which met leak criteria.

Manufacturer narrative:
(B)(4).

Event description:
On 03/30/2016, additional information was received from the healthcare provider (hcp) who indicated the patient had dilaudid, 50 mg/ml at 23mg/day, bupivacaine, 0.5 mg/ml at 0.23 mg/day, compounded baclofen 25mcg/ml at 11.5 mcg/day, and clonidine 1000 mcg/ml at 460 mcg/day in their pump. He did not have a lot number. The patient was also taking hydrocodone, up to four per day, ¿an arthritis med¿, coumadin, carvedelill, diloxatine and lorazepam. The patient's medical history included multiple lumbar spinal fusions, atrial fibrillation and anxiety. He had been last seen for a refill in (B)(6) 2016, had been in a good physical condition at that time, and had not been experiencing any symptoms. He said that the patient¿s death was not related to the pump, and the patient passed away at the beginning of march. It was reported it was possibly a cardiac event, but there was a bottle of alcohol on the end table by the chair where the patient was found. The autopsy report would be available, and it might already be done since it had been a while since the patient had passed away.

Manufacturer narrative:
Date of death updated. Description of event problem updated.

Event description:
Additional information was received from a healthcare provider (hcp) via autopsy report. The patient's chronic pain infusion pump was reported for a diagnosis of arachnoiditis. The date of death was reported as (B)(6) 2016. The autopsy was completed on (B)(6) 2016. The patient had last been seen on (B)(6) 2016 and was found dead at his residence on (B)(6) 2016. Multiple medication containers were present as was a bottle of whiskey. The medications included diclofenac, warfarin, lorazepam, duloxetine, carvedilol, hydrocodone, and xarelto. The warfarin had been prescribed for atrial fibrillation and pe prophylaxis, but had been discontinued on (B)(6) 2016. Anatomic findings included moderate putrefactive changes, left ventricular hypertrophy (490 gm), and an infusion pump. Toxicology of the blood revealed lorazepam 42.5 ng/ml (therapeutic range 50-240), hydrocodone 2685 ng/ml (therapeutic range 10-40), hydromorphone 5.4 ng/ml (therapeutic range 0-50), ethanol 0.067%, dihydrocodeine 110 ng/ml (therapeutic range 72-150), acetaminophen 167 mcg/ml (therapeutic range 10-30), diclofenac 1.9 mcg/ml (therapeutic range 0.1-2.2), and duloxetine 78.6 ng/ml. Urine toxicology confirmed the presence of ethanol, lorazepam, hydrocodone, and hydromorphone. The cause of death was determined to be pharmacological intoxication (hydrocodone) and the manner of death was suicide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.